Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon deflation failure occurred, catheter removal difficulties were encountered, and the patient was sent for surgery. The target lesion was located in the very heavily calcified femoral artery. A 6.0 x 200, 135cm charger¿ balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres, the balloon ruptured. When the physician attempted to remove the device, the balloon acted like an umbrella as the balloon was unable to deflate. The balloon became stuck in the blood vessel and could not be removed. The physician cut the device in an attempt to completely remove it from the patient's body but was unable to remove the other part of the catheter. Subsequently, the patient was transferred to a local hospital where a surgeon removed the remaining part of the catheter and the femoral artery was repaired. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received with a break in the shaft. Only the proximal section of the device consisting of the catheter and hub was returned for analysis. The detached distal section was not returned for analysis; this section consisted of catheter, balloon, balloon bond, markerbands and tip. A visual and tactile examination identified a break in the shaft 755mm distal to the strain relief. This damage is a result of the catheter being lacerated by the physician during the procedure as attempts were made to remove the device. No issues were noted with the hub or proximal catheter that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon deflation failure occurred, catheter removal difficulties were encountered, and the patient was sent for surgery. The target lesion was located in the very heavily calcified femoral artery. A 6.0 x 200, 135cm charger balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres, the balloon ruptured. When the physician attempted to remove the device, the balloon acted like an umbrella as the balloon was unable to deflate. The balloon became stuck in the blood vessel and could not be removed. The physician cut the device in an attempt to completely remove it from the patient's body but was unable to remove the other part of the catheter. Subsequently, the patient was transferred to a local hospital where a surgeon removed the remaining part of the catheter and the femoral artery was repaired. No patient complications were reported and the patient's status was fine.